Event description:
The customer reported that the therapy cable was intermittently not recognized by the test load and failed op-check.

Manufacturer narrative:
The cable has been returned to philips and is undergoing evaluation. A follow-up report will be submitted upon completion of the investigation.